Event description:
The customer reported that he required medical attention by the paramedics for low blood glucose levels. The customer stated he gave himself too much insulin by accident. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.